Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 258 mg/dl. The customer stated that she put insulin into the reservoir, primed the pump, drops were coming out and then she received a no delivery alarm from the pump. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the pump alarmed no delivery with manual prime. The customer was advised that changing the reservoir will resolve the issue. The customer is being sent a replacement reservoir.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.